Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the imaging system. The power supply one was drifting so it was replaced. The system then performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was a radiation disabled message after closing the gantry around a patient. The pendant was then intermittently unresponsive, and they were not able to take images. No known impact to patient outcome. There was a less than one hour surgical delay. Troubleshooting was performed, a hard reboot was done and resolved the issue momentarily. The site could take images and navigate, but the issue then replicated.

Manufacturer narrative:
H3, h6: analysis was performed for product bi71000450, lot number v20410071 rev. G. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.